Event description:
Reporter stated the infusion device displayed a low battery warning around 12:00 p.m. On (B)(6) 2014. The patient changed the battery, and his mother later checked that the infusion device was running. That night, he felt sick and vomited and his blood glucose elevated. He was admitted to the hospital on (B)(6) 2014 and discharged after 3 days. He was diagnosed with diabetic ketoacidosis. He was taken off the infusion device and treated with an insulin pen. The infusion device was downloaded, and it showed the infusion device hadn't been started after the battery was changed. It was reported the infusion device didn't provide a signal to indicate it was in the stop mode. A nurse inserted a battery, and the display was blank. She later pressed the check button, and the basal rate appeared. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy, occlusion limits and alarm functions were tested successfully and all test results were within product specification. No malfunction of the device could be observed, also the technical investigation gave no evidence that the device did cause or contribute to the condition reported by the customer. All functionalities of the pump could be tested successfully, in addition no defect of the display was found.